Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula bent events, first on 8-apr-2024 and second on 18-apr-2024. The events occurred after 3 hours of insertion. For both the events the insertion site was at thigh and the set was in use for 5 hours respectively. The blood glucose level for both the events was 400 mg/dl and patient treated it with correction injection via multiple daily injection (mdi) followed by changing soft cannula infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 1 of 2. (B)(6).